Manufacturer narrative:
Batch review performed on 04-may-2023. Lot 2112458: (B)(4) items manufactured and released on 14-oct-2021. Expiration date: 2026-09-29. No anomalies found related to the problem. To date, 95 items of the same lot have been sold with no similar reported case during the period of review

Event description:
At about 2 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.